Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4-5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, a triclip xtw was successfully implanted. A second triclip xt was then advanced within the patient and placed on the leaflets. During deployment, the clip would not separate from the cds shaft. Troubleshooting was performed unsuccessfully by adjusting the shaft alignment, performing excessive curves, and manually removing the gripper lines. The clip was then snared and manually pushed the clip off of the cds. This caused an single leaflet detachment (slda) from the septal leaflet. The procedure was discontinued; the final tr was reduced to grade 2. There were no clinically significant delays reported. It was reported that on that afternoon, (B)(6) 2026, the patient underwent a follow-up transthoracic echocardiogram where it was identified that a single leaflet detachment (slda) occurred by the first triclip xtw. The tr returned to grade 4-5. No additional information was required.